Event description:
The customer reported that the system would not turn on. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board, surge suppressor cable and cb2 circuit breaker were replaced. The system was then found to be operating as intended.